Event description:
New information noted that the pause and false positive episodes were recorded prior to the implant procedure. Programming change would be made.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing issue was observed on the device via (B)(6) transmission. Pause and false positive episodes were recorded at the time of the device implant.